Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a interventional procedure in the common femoral artery. Reportedly, the first proglide device performed correctly, the second proglide device a cuff miss occurred. The third proglide device was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior cuff successfully captured its needle during the plunger deployment. However, the link was broken at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, the suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger which could have contributed to a link break. The link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to a link break. Also, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment which could have caused the link to break at the swage end of the posterior cuff. Based on the reported information, manufacturing inspection/testing criteria and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.